Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
It was reported on 04/06/2023 by a sales representative via phone that an ar-8925t tightrope suture broke while tensioning. Case involvement, no patient effect.